Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that it was very high and urgent. Likely leaking at bonded texium site on the above tubing which nursing uses ¿ sometimes it¿s hard to tell as the leaking can occur where the texium bonded adaptor connects to the clave.

Manufacturer narrative:
The customer reported the set was leaking at the texium, and returned one sample. There is also a second set of unknown material number, returned with the reported set. The set is a texium secondary pump set. Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested at the texium connection for 10 minutes at 30 psi. There were no leaks observed, and the complaint could not be verified. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
No additional information.